Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post op initial right tka, the 73 y/o male patient complained of "clunking" issues with the patella. Surgeon did an insert exchange. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photo received. Sales rep was unable to obtain x-rays. The device is not available for evaluation due to hospital is keeping the implant.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported, approximately six years post op initial right tka, the 73 y/o male patient complained of "clunking" issues with the patella. Surgeon did an insert exchange. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photo received. Sales rep was unable to obtain x-rays. The device is not available for evaluation due to hospital is keeping the implant. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.